Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a red alarm on the control center (central station) was acknowledged by a nurse but they did not respond to the situation. Therefore treatment was delayed. Details are currently unclear. The function of the control center is not being questioned by the customer as the issue was described as an operational error by the nursing personnel. Due to the delay in treatment the device is considered as a factor in the event. There is no information at this time that there was a patient injury or harm or that emergent care was provided.